Manufacturer narrative:
A review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met. (B)(4).

Event description:
It was reported the physician selected a 30mm gore cardioform septal occluder to close a patent foramen ovale in a patient with a mobile, aneurysmal septum and a thick secundum. The device was implanted with good result. While still in the cath lab, the patient experienced extreme symptoms and was initially treated with epinephrine. An effusion was noted via echocardiography and the pericardium was drained. The patient recovered and is in stable condition.